Event description:
Reporter indicated that diagnostic testing performed on the pt's device yielded high lead impedance, indicating a probable lead malfunction. Pt being scheduled for revision surgery. Good faith attempts for further info are currently being made.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.